Event description:
Customer observed the secondary infusion run into the primary. The user clamped the primary tubing with hemostats and the secondary infused without incident. No patient harm reported and no additional event details available. The administration set was received. A follow up report will be filed upon completion of the investigation.